Event description:
A report was received that the patient wasn't able to move their lower extremities a day after being implanted. The physician decided to explant the patient and a hematoma was found. The patient has regained their mobility after the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, (B)(4), model description: precision implantable pulse generator (ipg). Explanted device will not be returned to bsn as it was discarded by the medical facility.